Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. The stent was guided along the filterwire. The stent was deployed and implanted in the stenotic site. However, upon removal of the delivery catheter, a resistance was felt. The filterwire was secured with a non-boston scientific forceps, and the delivery catheter was removed. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. An 8.0-29 carotid wallstent self-expanding and a filterwire were selected for use. The stent was guided along the filterwire. The stent was deployed and implanted in the stenotic site. However, upon removal of the delivery catheter, a resistance was felt. The filterwire was secured with a non-boston scientific forceps, and the delivery catheter was removed. There were no patient complications as a result of this event. It was further reported that the 190cm filterwire was retrieved using a retrieval sheath. The wire and delivery system were able to be removed separately from the patient.